Event description:
It was reported that this implantable lead was part of system revision due to infection. No additional adverse patient effects were reported. This implantable lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.